Manufacturer narrative:
The complaint devices were received and evaluated. Visual inspection revealed the devices were in used condition. The white sutures on the device was broken and frayed, confirming this complaint. The root cause of the suture breakage cannot conclusively be determined as the suture was not cut and it was reported that no sharp objects were used with the suture. However, the breakage is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. Review of the device history record for the finished goods assembly (p/n 232447) indicated that this batch of product was processed without incident. There were no ncs or anomalies in the release lot. These complaints are not likely to be caused by a manufacturing defect; therefore, escalation of this complaint is not required. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email about a suture breakage. The white suture broke during pulling process in the arthroscopic reconstruction of right anterior cruciate ligament + internal and external meniscus sewing operation. Additional information received via email from the affiliate on 9-26-2017: the suture broke inside the joint space, the surgeon was pulling on the suture with hands, the tunnel size is unknown, but same size as graft size, the surgeon removed the implant, there was a resulting surgical delay of less than 30 minutes. The procedure was able to be completed, alternatives were readily available, there is no report on patient¿s injury.